Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the small crack was noted at the trailing edge of optic where injector plunger contacts the lens. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).